Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error alarm (variableinfo=3) confirmed in the pump history file due to broken trace on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer's blood glucose level was 116 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer was advised to perform self test and self test passed. The device will be returned for analysis.